Event description:
The customer reported false positive alintiy I sars-cov-2 igg ii for a laboratory staff member that received the first dose of the astrazenica covid vaccine on (B)(6) 2021. The following data was provided (reference range: < 50.0 au/ml = negative, >/= 50.0 au/ml = positive): (B)(6).

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. This report is being filed on an international product, list number 06s61-22 that has a similar product distributed in the us, list number 06s61-20. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further review, MFR report ref # 3008344661-2021-00092 is a duplicate submission based on the results are considered to be discrepant and the customer is unable to determine which results are correct. Any further investigation and applicable submissions will be documented under MFR report ref # 3008344661-2021-00091.

Manufacturer narrative:
This follow up is submitted to populate with data that had previously been provided. There is no change to the content of the data. After further review, MFR report ref # 3008344661-2021-00092 is a duplicate submission based on the results are considered to be discrepant and the customer is unable to determine which results are correct. Any further investigation and applicable submissions will be documented under MFR report ref # 3008344661-2021-00091.